Event description:
I was contacted by a member of our organization, to advised that he was denied info about the composition of dental products. He was advised by his dentist to contact several companies which provided the material which would be used for dental work. Three companies included. The purpose for contacting the co was to ascertain if the prod being used had either gluten - wheat, oats, barley or rye - and/or milk products - whey, lactose, milk protein, etc-. This was done because the individual had both a gluten and lactose intolerance. Our member reported that when he called the companies they informed him that he was not entitled to the info on inactive ingredients. It is my understanding that consumers do have the right to request identification of inactive ingredients. Please advise me if the companies do have the right to restrict consumers from such important info. Treatment not performed because info not provided.